Manufacturer narrative:
Date of birth: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25mm x 8mm emerge¿ balloon catheter was advanced for dilatation. After dilatation, the middle of the shaft which was inside the guide catheter and outside the patient's body, snapped and broke. The device was completely removed and the procedure was proceeded. No patient complications were reported and the patient's status was fine.